Event description:
The catheter sheath introducter had an indwelling time of 24 hours inside the patient. It could hardly be withdrawn when being pulled out. The physician felt resistance. The proximal part of the cannula was severely elongated.

Manufacturer narrative:
During removal of a 6fr avanti + catheter sheath introducer, resistance was felt and, after the device was removed, the cannula was found intact but "severely elongated". The unit had been in place for 24 hours. The access vessel was described as having "old and hard plaque". The patient was described as having "heavy weight" and being no-complaint with medical orders of lying flat to avoid access site complications. With the information provided, patient factors may have contributed to the event. One non-sterile csi was received coiled in a plastic bag. The cannula was elongated. No more anomalies were found. Od and ID from the cannula were within specifications. DHR review was not performed, as the lot number was not provided. The customer complaint was confirmed, the cannula was elongated, however, the exact of the elongation could not be determined, but it does not appear to be manufacturing related. In addition, as per information provided it appears to have occurred during the procedure. Therefore based on previous information no action will be taken at this time.